Event description:
It was reported by an attorney that the patient underwent a hysterectomy surgical procedure in 2007 and laparoscopic power morcellator was used. It was reported that following the procedure the patient was diagnosed with an aggressive form of leiomyosarcoma, and died on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellextissue morcellator may lead to dissemination of malignant tissue.